Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor went off sensing she had low sensor glucose of 40 mg/dl and 50 mg/dl threshold suspend was triggered, but her blood glucose was 89 mg/dl. Customer drank juice to treat her low blood glucose and woke up with blood glucose of 540 mg/dl. Customer treated her high blood glucose with the insulin pump. Customer's blood glucose was over 600 mg/dl after breakfast. Customer treated her high blood glucose with manual insulin injections. During troubleshooting, customer mentioned she had a visit to the ambulance base due to chest pain, blurry visions, shortness of breath. Customer was wearing the device during time of ambulance base visit. Customer was advised that the tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.